Manufacturer narrative:
Eval result: fowler, release handle.

Event description:
It was reported by svc report that the fowler section goes down by itself. It is unk if there was pt involvement, however, no adverse consequences are reported.